Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device will not operate on ac power. There was no pt use associated with the reported malfunction.